Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer¿s blood glucose level was 139 mg/dl. The customer was sent a replacement pump to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.